Manufacturer narrative:
The certas valve was returned for evaluation: failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; the needle guard was raised as well as needle holes in the needle chamber. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the silicone housing base. The root cause for the problem reported by the customer is due to the raised needle guard this is probably due to wrong handling as noted in the IFU: do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the codman certas plus with sg was implanted in a female patient via v-p shunt in the middle of (B)(6) 2020 (details unknown) with unknown settings. After the procedure, the csf did not flow well (no details of clinical symptoms noted). Therefore, the valve was replaced with a new one on (B)(6) 2021.